Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The root cause of the event was most likely preanalytical. The reaction monitors show that almost no sample was pipetted which could be due to a clogged sample probe. The clogged sample probe could have been triggered by insufficient centrifugation resulting in microclots or fibrin in the sample.

Event description:
The customer received questionable bilirubin total gen.3 results for two pediatric patient samples. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial total bilirubin result was 5.0 umol/l and was automatically released to the clinician. The midwife questioned the result and the same microcup aliquot was repeated with a result of 196.3 umol/l. The patient was not adversely affected as the clinician queried the incorrect result and did not act on it. The bilirubin total reagent lot number was 595804. The expiration date was requested, but was not provided. The customer was instructed to replace the sample probe and the field service representative checked the alignment. Review of the provided reaction monitors indicated no sample had been pipetted.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received.